Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and r wave amp variation. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported events of loss of capture and r wave amp variation were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension was within specification.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and a drop in sensing amplitude. Imaging confirmed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.